Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The high resolution stereo viewer (hrsv) was analyzed and found in system logs the error 119 was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto a golden system where the hrsv displayed vertical lines down the display, successfully replicating the reported complaint. The complaint regarding the right eye had vertical stripes was confirmed by failure analysis. The probable root cause is attributed to an electrical component issue in the hrsv.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted surgical procedure, the right eye on high resolution stereo viewer (hrsv) of surgeon side console (ssc) had vertical stripes despite of previous repairs performed by an intuitive surgical inc., (isi) field service engineer (fse). The reported system was a dual console system therefore procedure was continued without any interruptions. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the event date for reported incident was verified. It was stated that staff was able to complete the procedure with second ssc as it was a dual console system.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the high-resolution stereo viewer (hrsv) monitor on surgeon side console (ssc) to resolve the reported issue. The system was tested and verified as ready for use. The hrsv involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.